Event description:
It was reported that this right ventricular (rv) lead was revised due to low amplitude out of range and high capture thresholds. The lead was found to have micro dislodged and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: bsc aware date: (B)(6) 2026.

Event description:
It was reported that this right ventricular (rv) lead was revised due to low amplitude out of range and high capture thresholds. The lead was found to have micro dislodged and was replaced with a new lead. No additional adverse patient effects were reported.